Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that the customer had an issue with the battery of an scd controller. The unit was returned to a local covidien service center and the service technician found the power cord damaged with copper wires exposed.

Manufacturer narrative:
One scd express compression system was returned for investigation for the reported condition of; battery issue. Service found the power cord damaged with copper wires exposed. Initial inspection of the power cord showed it failed to meet operational specifications because of a damaged power cord insulation, exposing the internal copper wires which presented an electrical shock hazard, identifying a failure within the unit. Therefore, the investigation will be considered confirmed. The root cause can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. Product scd express was manufactured in 2010. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.